Event description:
Customer reported 2 samples with unexpected negative reactions when performing validation testing with capture-r ready screen I and ii (crrs I and ii) or capture-r ready ID (crrid) on the galileo.

Manufacturer narrative:
Review of instrument results: sample with anti-jka. Capture-r ready ID lot ID 1221 tested negative on cell I jk(a+b+) and cell ii jk(a+b-). Sample re-tested using capture-r ready screen I and ii lot x299, resulted negative. C2 and d2 wells appeared to have slightly fuzzy buttons and slight adherence. Sample with anti-fya. Capture-r ready ID lot x299 tested negative on cell I and ii (fy(a+b-) ). Sample re-tested, resulted negative. Manual capture-r ready ID: all 14 cells tested negative cells 1,2,3 fy(a+b+) cells 4,5,6,9,11 fy(a+b-), on manual capture screen using lot x299 tested 1+ on cell I fy(a+b-). E1 well slight adherence and fuzzy button. Repeat testing e1 well slight adherence and fuzzy button. Confirmed the reactivity of the fya and jka antigens on retention crrs (I and ii), lots x298 and x299, and crrid, lot id121, with anti-fya and anti-jka. These were the same lots used by the customer. 2_cell assay performed with customer's patient' s samples using retention crrs (I and ii), lot x299 on in-house galileo. Sample 1 (reported to contain anti-jka) was nonreactive with jk(a-) cell and exhibited equivocal reactivity with jk(a+b+) cell. Sample 2 (reported to contain anti-fya) exhibited equivocal reactivity with fy(a+b-) cell and was nonreactive with fy(a-) cell. 2_cell assay performed with customer's patient' s samples using retention crrs (I and ii), lot x298 on in-house galileo. Sample 1 (reported to contain anti-jka) was nonreactive with jk(a+) and jk(a-) cells. Sample 2 (reported to contain anti-fya) was nonreactive with fy(a+) and fy(a-) cells. Sample 1 tested in manual capture using retention crrid, lot id121. Sample was nonreactive with all cells tested. Ab_ID assay performed with sample 2 using retention crrid, lot id121on in-house galileo. Sample was nonreactive with all fy(a-) cells and exhibited 3+ reactivity, equivocal reactivity and was nonreactive with 3/5 fy(a+b-) cells, 1/5 fy(a+b-) cells and 1/5 fy(a+b-) cells, respectively. Sample exhibited 2+ reactivity with 1/3 fy(a+b+) cells and equivocally reactive with 2/3 fy(a+b+) cells. Hemagglutination tube testing performed with customer's patient' s samples using selected cells from retention panocell-16. Sample 1 exhibited weak positive reactivity with 1/2 jk(a+b+) cells and was microscopically reactive with 1/2 jk(a+b+) cells. Sample 2 exhibited +w to 1+ reactivity with fy(a+b+) cells and was nonreactive with fy(a-) cell at iat. The event appears to be related to the nature of the sample.